Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that a patient presented in clinic with right ventricular lead fracture. This was suspected upon rising pacing impedance trends and observed threshold values starting (B)(6) 2021. The rv lead was capped and replaced on (B)(6) 2021.